Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: device photographs for the device related to the reported event of rupture / anxiety - product/ procedure was requested on (B)(6) 2025. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
In addition, a healthcare professional reported textured exchange due to patient concerns with the device.

Event description:
The patient reported left-side rupture. Later, healthcare professional reported replacement due to preventive replacement. The device has been removed.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: rupture: no observed. Anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.